Manufacturer narrative:
Evaluation, results: inherent risk of procedure (occlusion). (Cause of event is unknown). Evaluation, conclusion: (cause of event is unknown).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately six months ago. Aneurysm and vessel morphology from the time of implant were unremarkable and there were no issues during implant and after. It was reported that the patient presented with stent graft occlusion from the flow divider down on both sides of the stent graft. The cause of the occlusion is unknown as there is no kinking on the stent grafts. A thrombectomy was started immediately. The entire graft was occluded and had been for some time, they were not able to get the clot out of the graft. The patient was converted to an ax-bi-fem bypass. No additional clinical sequelae were reported and the patient is fine.